Event description:
It was reported by the consumer; "my tube/port became disconnected from the band after only a month. I kept telling my doctor I don't feel like it is working. She insisted it did. I had to move so I lost my insurance, I went to a new doctor." Three additional follow have been conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Catheter tubing not returned the catheter (tubing) was not returned for evaluation. Therefore, a leak test could not be performed. Testing of port indicated that no leak was observed and all measurements around the tubing connection met specification. The port was conforming. A review of the instruction for use (IFU) was performed with regard to band tubing leakage. It was noted that damage to tubing during band adjustments may occur if the huber needles are introduced without identification of port placement via palpation or fluoroscopy. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release, therefore it is unlikely that a manufacturing issue contributed to the reported event.